Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. The lesion being treated was a severely tortuous, mid-distal left anterior descending (lad) lesion during a complicated procedure. The physician successfully deployed the taxus express2 8.8% 3.0 mm x 32 mm stent. The balloon stuck to the stent upon attempting to withdraw it from the stent after deflation. The physician tugged on the balloon catheter, which caused the guide catheter to advance into the left main artery. The physician disengaged the guide from the left main to prevent injury to the pt. The physician then tugged on the balloon catheter and it came free. There were no pt complications.